Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. However, the insulin pump was received with cracked reservoir tube lip and peeling keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they have been experiencing high blood glucose readings. Customer stated that changing the set and reservoir has not resolved the issue. Customer's blood glucose reading at the time of the incident was noted to be over 200 mg/dl. Customer also mentioned that their blood glucose readings have gone over 400 mg/dl and had to treat with a syringe. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer mentioned that they have to press the act button hard and the wording is being rubbed off. Customer was advised to revert to a back up plan and the insulin pump is being replaced.